Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
5 pen needles affected. Medwatch section c for the affected product is attached.

Event description:
-Consumer wife reported - husband injected with pen needle last night, (B)(6) 2024, and found the non patient end to be bent after placement onto the pen. -consumer wife reported - husband injected in his stomach about a week or two ago ( unknown dates of events) and the patient end needle broke off in site. They removed with tweezers. Denied reuse of needles. -consumer wife reported husband attempted to complete the flow check with 5 other pen needles from this box and they clogged. Dc. Lot # 3032945, catalog# 320550, sample status awaiting sample.